Event description:
The ge oec 9800 fluoroscopy system had an issue where the facility service engineer stated the system needed a replacement control processor pcb to correct a malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and with the added troubleshooting performed by the facility engineer, ordered and replaced the control panel pcb. Noted issue were found by facility service personnel and relayed to fse for ordering and replacement. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would no provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.